Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patient's left eye (os) on (B)(6) 2015 and the lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. Patient's last ucva was 20/25.